Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is rec'd, a supplemental report will be sent.

Event description:
Report rec'd from (B)(6) stating that the device had a tear in the cord. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.